Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4), description: coveredge 32, 70cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the pocket and midline incision sites. Symptoms were drainage and soreness at the pocket site. The physician did not believe that the infection was device related, and was unable to confirm the cause of the infection or if it was procedure related or not. The patient was prescribed antibiotics. The patient underwent an explant procedure.